Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol broke when the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The replacement lens was an anterior chamber lens. The pt also developed an eye infection, cultures were taken and grew staph epidermitis. The surgeon indicated the pt's outcome was poor.